Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had power error detected. The customer¿s blood glucose level was 90 mg/dl. The customer stated that the second call power error detected alarm on the insulin pump. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.